Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device was also received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error a few days back. She removed the battery for more than 24 hours to reset the device, but then noticed that the down and up arrow buttons are not responding properly because she has to press them multiple times and are hard to push. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.